Event description:
It was reported that post bypass surgery, the patient¿s right ventricular (rv) lead threshold increased and the intrinsic r waves dropped to 2.5 mv. Due to the patient¿s history of ventricular fibrillation (vf) arrest, it was decided to explant and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix extended and stretched/bent out of specification. Tissue was visible in the helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.